Event description:
Philips received a complaint on the mrx device indicating that there was a battery error. The rse evaluated the device remotely, it was determined that the service and parts are no longer provided for this defibrillator model due to end of life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device remains at the customer site and no further evaluation is warranted at this time.